Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead could not be implanted after multiple attempts. It was also reported that the helix of the lead could no longer retract, due to blood on stylet. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.